Event description:
Coronary stent inserted into proximal and mid-circumflex arteries in 8/96. On 10/7/96, angioplasty of obtuse marginal artery performed. Pcta balloon ruptured into two pieces with proximal portion remaining in the vessel. Physician passed pcta balloon through the stent to dilate stenosis. Pt eventually underwent open chest procedure to retrieve balloon fragment.